Event description:
During eval of a returned homechoice machine, an increased intra-peritoneal volume (iipv) was noted in the event log. In cycle 5 of the therapy started in (B) (6) 2008, the home pt (hp) had an ultrafiltration (uf) reading of 1414 ml. The largest prescribed fill volume (lpfv) for the hp is 2300 ml. This indicates a total drain volume of (uf + lpfv = drain volume) of 3714 ml. The probable cause of this iipv was determined to be one or more cycles advancing to fill when a slow or no flow condition occurred above the minimum drain volume threshold. Product surveillance followed up with the hp's nurse and advised of the probable cause determined for the iipv. The nurse was informed that the minimum drain percentage programmed in the hp's returned hc machine was 85% (default setting). The nurse will review this pt's therapy settings and adjust as appropriate. The nurse stated that there was no pt injury or medical intervention related to iipv for this pt.

Manufacturer narrative:
(B) (4). The homechoice machine was received and evaluated. Three simulated patient therapies were performed using the pt's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange and was within design specifications. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no issues related to increased intra-peritoneal volume (iipv). No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available information, the probable cause of this overfill was determined to be one or more cycles that advanced to the next fill cycle when a slow or no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.